Event description:
The physician was attempting to deploy the stent across the lesion in the internal carotid artery but encountered friction between the guidewire, and the stabilizer that prevent stent deployment. As the delivery system and guidewire were being withdrawn from the pt as one unit, the stent partially deployed from the delivery system. The physician was able to remove the delivery system, including the stent from the pt "without any problem or damage to the pt". The pt was reported to be stable post procedure.

Manufacturer narrative:
Other for partial premature deployment.